Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Further analysis finds scanned images were not to protocol and only included a slab dataset of the skull. On (B)(6) 2015 software analysis was unable to determine probable cause with the information provided. Scan was not to protocol. Reported behavior could not be replicated.

Event description:
A site physician reported that while in an ear, nose & throat (ent) procedure, they experienced intermittent tracking issues with their navigation system. In trouble-shooting, the instrument would verify with some difficulty, and then intermittently track and flicker when being used in the nasal cavity. The surgeon reported there was no metal interference in the field and that the emitter was well placed. At times they were able to move the emitter to different locations to get better tracking. This was reported after completion of the procedure. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Pt information provided.